Manufacturer narrative:
H3, h6: the detailed investigation of the complaint event and system was completed. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, system log files, and event simulation. According to the initially communicated information, after a procedure, the c-arm moved into the collision area of the stand link arm during the operator-controlled system movement but did not slow down as specified. In this case, the c-arm hit the cover of the stand link arm and as a result, the cover was damaged. The damaged cover was exchanged as part of service activity. Detailed investigation of the log files showed that the problem of movement speed not slowing down was due to a software (sw) error. In rare cases, under special boundary conditions, this error can cause a communication problem that could lead to the system behavior seen. This sw issue will be fixed with the upcoming sw patch. Risk control measures such as proximity switches and dead man's grip remain functional in this fault scenario. In general, it is in the responsibility of the operator to check for potential collisions before releasing system motions. The operator manual contains adequate instructions about system movement and how the operator can avoid a collision.

Event description:
Siemens became aware of an incident that occurred while operating the artis q zeego system. It was reported that the c-arm crashed into the stand. We have no indications of any adverse effects on the health status of the involved persons.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
7/18/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.